Manufacturer narrative:
Additional information: g3 correction: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, it was found that an expired catheter was used on the patient. It was stated that the product was short dated/expired stock. The catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. There was nothing unusual observed on the device prior to use, no other defects/damages were found on the product and there were no other products utilized with the device. The device was received directly from the company's distributor (midrand). It was stated that another product was used to resolve the issue and treatment was completed. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter (mb51), the product was adjusted into the account after being a positive variable on (B)(6) 2021, it was counted on (B)(6) 2022 and on (B)(6) 2022 it was missing and written off. It was stated that the product was short dated/expired stock. The catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. The insertion site was not treated prior to product placement. There was no patient injury.

Manufacturer narrative:
Additional information: b5, e1(facility name, street 1), g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter (mb51 or an adjustment into an account), the issue was found post-operatively, the product was adjusted into the account after being a positive variable on (B)(6) 2022, it was counted on the (B)(6) 2022 and on (B)(6) 2022 it was missing, could not be found and written off. It was stated that the product was short dated/expired stock. The catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. There was nothing unusual observed on the device prior to use, no other defects/damages were found on the product and there were no other products utilized with the device. The device was received directly from the company's distributor (midrand). It was stated that another product was used to resolve the issue and treatment was completed. There was no patient injury.